Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they customer experienced high blood glucose. Customer was reported high blood glucose level between 398 mg/dl to 500 mg/dl. The current blood glucose level was 268mg/dl. Customer had been not using insulin pump system within 48 hours of reported high blood glucose event. It was unknown about using auto mode or not. The insulin pump will be returned for analysis.